Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, the customer needed to press the wake button multiple times before the screen turned on. Reportedly, due to consuming more carbohydrates than calculated for the meal bolus, the customer experienced a blood glucose (bg) level of 300 mg/dl. A correction bolus was delivered to address the bg level. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Reportedly, the customer continued using the pump for insulin therapy.